Event description:
Patient was a status post median sternotomy and replacement of aortic valve (23 mm trifecta). Patient remained intubated after surgery and taken to cardiothoracic intensive care unit (cticu) on mechanical ventilation. Placed on norepinephrine 1 mcg/min on first post-op night, which was readily weaned and discontinued. Ordered decadron 10 mg every eight hours for three doses given for suspected airway edema. The following day the patient was ready to be extubated, however no cuff leak was noted. Patient is a type 1 diabetic and therefore also required a insulin drip for those three days. Pilot balloon was again deflated and assessed for cuff leak, but was not present. Decision was made to extubate over a tube exchanger as the full dose of steroids had been given. Upon extubation it was noted that the pilot balloon was fully deflated, but the cuff remained inflated. Several attempts at deflating it were unsuccessful.